Event description:
Patient reported that the device display is illegible. Additionally, she reported that an insulin cartridge broke inside of the device yesterday. She cleaned out the insulin, but continues to see moisture in the display. No error messages were generated by the device. Patient replaced the cartridge and continued to use the device. Earlier today, patient's blood glucose measured 249 mg/dl. Patient stated that she removed the cartridge from the device, and it was nearly full. This led her to believe that the device may not be delivering the proper amount of insulin. She self-treated with an insulin injection.